Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The catheter displayed acceptable optical signals when connected to the tactisys quartz unit; however, during functional testing the catheter did not pass an irrigation test. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. Further testing revealed a leak at the luer/irrigation tubing junction due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors, consistent with the reported signal issue. The device met specifications for electrical testing, temperature testing, and optical signal properties.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.